Event description:
It was reported that the pt underwent second revision due to dislocation.

Manufacturer narrative:
No x-rays or surgical notes were provided; it is unk whether the components were implanted with the correct fit and orientation as per the surgical technique. Pt factors that may affect the performance of the components include: bone quality, height, activity level, type of activity (low impact vs high impact), and relevant medical history. Adherence to rehabilitation protocol is unk. Root cause cannot be determined with the info provided. Device history records were reviewed for the acetabular shell, liner, and femoral head, indicating all components were mfg and inspected to specification. No mfg abnormalities could be detected.